Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown / failure to occlude (close) fallopian tube(s)') in a (B)(6) female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, allergy to antibiotic, vulvovaginal pain, vaginal delivery, irregular periods and dysfunctional uterine bleeding. Concomitant products included cefdinir (omnicef omni-pac), ethinylestradiol; norgestimate (ortho tri-cyclen), fexofenadine hydrochloride (allegra), ibuprofen (motrin children), lorazepam (ativan), norethisterone (micronor), nsaids since (B)(6) 2008, ondansetron hydrochloride, oxycodone hydrochloride; paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic area"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and depression ("psychological or psychiatric problems condition: depression and mental anguish"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (supracervical hysterectomy (uterus only)hysterectomy with unilateral salpingo-oopherectomy ¿ left). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, anxiety, depression and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was placed in the right tubal ostia and activated and correct placement was documented with 7 coils noted in the uterine cavity. The essure device was placed in the left tubal ostia and activated and correct placement was documented with 3 coils noted in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: unilateral occlusion (right tube occluded). Dyspareunia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs and mr received: case become incident. Events added- device dislocation, abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, dyspareunia. Lot number added, aka name added, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events outcome updated, events onset date, events severity, concomitant drug, treatment drug, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown / failure to occlude (close) fallopian tube(s)/migration') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in a 27-year-old female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, allergy to antibiotic, vulvovaginal pain, vaginal delivery, irregular periods and dysfunctional uterine bleeding. Concomitant products included cefdinir (omnicef omni-pac), ethinylestradiol;norgestimate (ortho tri-cyclen), fexofenadine hydrochloride (allegra), ibuprofen (motrin children), ibuprofen since (B)(6) 2008, lorazepam (ativan), norethisterone (micronor), nsaids since (B)(6) 2008, ondansetron hydrochloride, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2008 and sertraline hydrochloride (zoloft) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic area/pelvic pain/chronic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition:depression and mental anguish/psych injury"), depression ("psychological or psychiatric problems condition:depression and mental anguish/psych injury") and abdominal pain ("abdominal pain"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (supracervical hysterectomy (uterus only)hysterectomy with unilateral salpingo-oopherectomy ¿ left). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, anxiety and dyspareunia outcome was unknown, the genital haemorrhage, pelvic pain and abdominal pain had resolved and the depression had not resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was placed in the right tubal ostia and activated and correct placement was documented with 7 coils noted in the uterine cavity. The essure device was placed in the left tubal ostia and activated and correct placement was documented with 3 coils noted in the uterine cavity. Discrepancy noted as per pfs: removal date of essure: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: unilateral occlusion (right tube occluded). Imaging procedure - on (B)(6) 2008: result : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received: new event dysmenorrhea (cramping) were added and event "depression " outcome updated to not recovered/not resolved incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown / failure to occlude (close) fallopian tube(s)') in a 27-year-old female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, allergy to antibiotic, vulvovaginal pain, vaginal delivery, irregular periods and dysfunctional uterine bleeding. Concomitant products included cefdinir (omnicef omni-pac), ethinylestradiol;norgestimate (ortho tri-cyclen), fexofenadine hydrochloride (allegra), ibuprofen (motrin children), lorazepam (ativan), norethisterone (micronor), nsaids since (B)(6) 2008, ondansetron hydrochloride, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic area"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition:depression and mental anguish") and depression ("psychological or psychiatric problems condition:depression and mental anguish"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (supracervical hysterectomy (uterus only)hysterectomy with unilateral salpingo-oophorectomy ¿ left). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, anxiety, depression and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was placed in the right tubal ostia and activated and correct placement was documented with 7 coils noted in the uterine cavity. The essure device was placed in the left tubal ostia and activated and correct placement was documented with 3 coils noted in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown / failure to occlude (close) fallopian tube(s)') in a 27-year-old female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, allergy to antibiotic, vulvovaginal pain, vaginal delivery, irregular periods and dysfunctional uterine bleeding. Concomitant products included cefdinir (omnicef omni-pac), ethinylestradiol;norgestimate (ortho tri-cyclen), fexofenadine hydrochloride (allegra), ibuprofen (motrin children), lorazepam (ativan), norethisterone (micronor), nsaids since (B)(6) 2008, ondansetron hydrochloride, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In august 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic area"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition:depression and mental anguish") and depression ("psychological or psychiatric problems condition:depression and mental anguish"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (supracervical hysterectomy (uterus only)hysterectomy with unilateral salpingo-oopherectomy ¿ left). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, anxiety, depression and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was placed in the right tubal ostia and activated and correct placement was documented with 7 coils noted in the uterine cavity. The essure device was placed in the left tubal ostia and activated and correct placement was documented with 3 coils noted in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown / failure to occlude (close) fallopian tube(s)/migration') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') in a 27-year-old female patient who had essure (batch no. 626903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, allergy to antibiotic, vulvovaginal pain, vaginal delivery, irregular periods and dysfunctional uterine bleeding. Concomitant products included cefdinir (omnicef omni-pac), ethinylestradiol;norgestimate (ortho tri-cyclen), fexofenadine hydrochloride (allegra), ibuprofen (motrin children), lorazepam (ativan), norethisterone (micronor), nsaids since (B)(6) 2008, ondansetron hydrochloride, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic area/pelvic pain/chronic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced genital hemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition:depression and mental anguish/psych injury"), depression ("psychological or psychiatric problems condition:depression and mental anguish/psych injury") and abdominal pain ("abdominal pain"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (supracervical hysterectomy (uterus only)hysterectomy with unilateral salpingo-oopherectomy ¿ left). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, menorrhagia, vaginal hemorrhage, anxiety, depression and dyspareunia outcome was unknown and the genital hemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, genital hemorrhage, menorrhagia, pelvic pain and vaginal hemorrhage to be related to essure. The reporter commented: the essure device was placed in the right tubal ostia and activated and correct placement was documented with 7 coils noted in the uterine cavity. The essure device was placed in the left tubal ostia and activated and correct placement was documented with 3 coils noted in the uterine cavity. Discrepancy noted as per pfs: removal date of essure: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: unilateral occlusion (right tube occluded). Imaging procedure - on (B)(6) 2008: result : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. Events: abdominal pain, gen. Abnormal. Bleed (interpreted as general abnormal bleeding) was added. Event outcome was added for the events: abdominal pain, gen. Abnormal. Bleed, pelvic pain. Lab data and reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown / failure to occlude (close) fallopian tube(s)/migration') in a 27-year-old female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, allergy to antibiotic, vulvovaginal pain, vaginal delivery, irregular periods and dysfunctional uterine bleeding. Concomitant products included cefdinir (omnicef omni-pac), ethinylestradiol;norgestimate (ortho tri-cyclen), fexofenadine hydrochloride (allegra), ibuprofen (motrin children), ibuprofen since (B)(6) 2008, lorazepam (ativan), norethisterone (micronor), nsaids since (B)(6) 2008, ondansetron hydrochloride, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) since (B)(6) 2008 and sertraline hydrochloride (zoloft) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain pelvic area/pelvic pain/chronic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed (interpreted as general abnormal bleeding)"), anxiety ("psychological or psychiatric problems condition:depression and mental anguish/psych injury"), depression ("psychological or psychiatric problems condition:depression and mental anguish/psych injury"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (supracervical hysterectomy (uterus only)hysterectomy with unilateral salpingo-oopherectomy ¿ left). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, anxiety, dyspareunia and post procedural complication outcome was unknown, the genital haemorrhage, pelvic pain and abdominal pain had resolved and the depression had not resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was placed in the right tubal ostia and activated and correct placement was documented with 7 coils noted in the uterine cavity. The essure device was placed in the left tubal ostia and activated and correct placement was documented with 3 coils noted in the uterine cavity. Discrepancy noted as per pfs: removal date of essure: (B)(6) 2008. She received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: unilateral occlusion (right tube occluded). Imaging procedure - on (B)(6) 2008: result : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication. Event genital haemorrhage updated as non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.